Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. Xray confirmed the lead was not flat against the dura. As a result, the patient underwent surgical intervention to place a new (different model) lead. The penta lead was left in place with one tail connected. Effective therapy was restored post-op.